Manufacturer narrative:
This correction report is being filed for updates to the d6a implant date field.

Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) experienced a ventricular tachycardia (vt) storm. The s-ICD sense the rhythm as a gradual onset, therefore, no therapy was delivered. The patient was subsequently hospitalized and externally shocked to convert the vt. Device data was sent to rhythmcare for review. Data review determined per the device algorithm, the decision not to treat was appropriate, as the right atrial (ra) lead sensing was programmed off. The device was checked and the therapy zones were adjusted to a lower threshold. Rhythmcare provided further troubleshooting and programming options. This device remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) experienced a ventricular tachycardia (vt) storm. The s-ICD sense the rhythm as a gradual onset, therefore, no therapy was delivered. The patient was subsequently hospitalized and externally shocked to convert the vt. Device data was sent to rhythmcare for review. Data review determined per the device algorithm, the decision not to treat was appropriate, as the right atrial (ra) lead sensing was programmed off. The device was checked and the therapy zones were adjusted to a lower threshold. Rhythmcare provided further troubleshooting and programming options. This device remains in service. No additional adverse patient effects were reported.